Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer¿s reported issue could not be confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, a root cause could not be determined, as the reported issue could not be reproduced. It is possible there was a failure of the imaging unit, a failure of the board inside the scope connector, or a defect on the system side. During inspection and testing, service found the rubber covering on the bending section was scratched, and the rubber adhesive was chipped. Per the legal manufacturer, these other issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an e226 error code (scope communication error) was displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.